Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the reported event. The treatment was not reported. The patient has recovered from the peritonitis. The pd therapy was ongoing. Additional information was requested, but is not available at this time. This is report 2 of 3.

Manufacturer narrative:
(B)(4) -the date of the onset of peritonitis was unknown.a review of all batch record documents was performed for potentially associated lot number gd894881 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted. (B)(4).